Event description:
The customer reported that the sys produced uncommanded x-rays. This event occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurence). There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The sys was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.